Event description:
The account reported that one side of the bed the brakes will not lock. The bed was located in (B)(6) at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake caliper kept hitting the lower frame on the bed. The rental bed was swapped for a known working bed. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.